Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary: visual inspection: the sddrive(tm) screwdriver t15 (part #: 314.115, lot #: 5693001) was returned and received at jrz pal. Upon visual inspection, it was observed that the screw driver has an stain of a foreign unknown substance on the handle of the screwdriver. Besides of that no other issues were noticed, no sign of any broken portion on it and the torx tip looks in good functional conditions. Device failure/defect identified? Yes. Document/specification review: no design issues or discrepancies were identified. Complaint confirmed: no, the complaint cannot be confirmed based on the available information. Conclusion: the complaint condition was not confirmed for the sddrive(tm) screwdriver t15 (part #: 314.115, lot #: 5693001). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: product code #: 314.115; synthes lot #: 5693001; supplier lot #: n/a; released to warehouse: 28jan2008. Manufactured by: brandywine. No ncrs were generated during production. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. Reporter is a j&j representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, during inspection of a loaner set at (B)(6) site. It was observed that the sd drive screwdriver was broken. There was no known patient or hospital involvement. This complaint involves one (1) device. This report is for (1) sddrive(tm) screwdriver t15. This is report 1 of 5 for complaint (B)(4).